Event description:
It was reported that the subject device did not display an image on the column. The event occurred during a sedation procedure for a therapeutic digestive laparoscopy, with the device positioned outside the patient. The procedure was completed with a similar device, and no patient harm was reported.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the endoscopic image could not be displayed due to a disconnection in the cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.